Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in united states on 22-oct-2015 which refers to a female consumer who was persuaded by her doctor to have and essure (fallopian tube occlusion insert) inserted along with an iud, mirena (levonorgestrel), on (B)(6) 2014 rather than a partial hysterectomy. In 2014 she started to experience severe cramping and in 2015 heavy bleeding. Her mirena floated up further in her uterus and was lodged and attached too far up in her uterus to be removed. Her bleeding was so severe she had to go to the hospital due to bleeding all over her clothes and chair at work. She had several appointments regarding that, where she missed additional work. On (B)(6) 2015, she had hysterectomy performed where her uterus, ovaries and tubes were removed. She was hospitalized again within the 3 weeks after the procedure due to a reaction to an antibiotic which was now something she had to closely manage (clostridium difficile) as it could cause reoccurring issues anytime an antibiotic is taken. She had uncontrollable vomiting and severe stomach pains .this started in 2014 when the essure procedure and iud placement was completed. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who was persuaded by her doctor to have and essure (fallopian tube occlusion insert) inserted along with an iud, the mirena (levonorgestrel) (interpreted as off label use), rather than a partial hysterectomy. Her mirena floated up in her uterus and was lodged too far up to be removed (interpreted as ius dislocation). She had severe bleeding (interpreted as genital bleeding) and had a hysterectomy performed where her uterus, ovaries and tubes were removed. Within 3 weeks she was hospitalized again due to a reaction to an antibiotic (c.difficile) given to her at the time of surgery (interpreted as associated antibiotic colitis). The genital bleeding and associated antibiotic colitis are serious due to hospitalization, and device dislocation is serious due to its medical importance. Genital bleeding and device dislocation are listed in the reference safety information for essure and mirena while associated antibiotic colitis is unlisted for both products. In this case, it was reported that the physician decided to insert mirena and essure instead of performing a partial hysterectomy, which could imply a prior bleeding problem. Also, mirena was inserted too far up in the uterus which may have contributed to the occurrence of this genital bleeding. Despite the fact mirena was dislocated, it is not possible to exclude that essure insertion may have contributed to the genital bleeding. Since it was reported that mirena was dislocated, this event was assessed as related to mirena and unrelated to essure. Regarding the associated antibiotic colitis, considering it is associated to the use of antibiotics, this event is assessed as unrelated to both mirena and essure. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought. No further information can be obtained since no contact details were provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who was persuaded by her doctor to have and essure (fallopian tube occlusion insert) inserted along with an iud, the mirena (levonorgestrel) (interpreted as off label use), rather than a partial hysterectomy. Her mirena floated up in her uterus and was lodged too far up to be removed (interpreted as ius dislocation). She had severe bleeding (interpreted as genital bleeding) and had a hysterectomy performed where her uterus, ovaries and tubes were removed. Within 3 weeks she was hospitalized again due to a reaction to an antibiotic (c.difficile) given to her at the time of surgery (interpreted as associated antibiotic colitis). The genital bleeding and associated antibiotic colitis are serious due to hospitalization, and device dislocation is serious due to its medical importance. Genital bleeding and device dislocation are listed in the reference safety information for essure and mirena while associated antibiotic colitis is unlisted for both products. In this case, it was reported that the physician decided to insert mirena and essure instead of performing a partial hysterectomy, which could imply a prior bleeding problem. Also, mirena was inserted too far up in the uterus which may have contributed to the occurrence of this genital bleeding. Despite the fact mirena was dislocated, it is not possible to exclude that essure insertion may have contributed to the genital bleeding. Since it was reported that mirena was dislocated, this event was assessed as related to mirena and unrelated to essure. Regarding the associated antibiotic colitis, considering it is associated to the use of antibiotics, this event is assessed as unrelated to both mirena and essure. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical events and a quality defect is excluded. No further information can be obtained since no contact details were provided.